Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's l4 and l5 drg leads had migrated. During the procedure, the s1 lead was pulled out. As such the l5 and s1 leads were explanted and replaced. The l4 lead was repositioned. (B)(6).